Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a high temperature alarm, the device was immediately replaced it with another device after the alarm. There was no personal injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse went to the site to check and find the cause of the fault. The fse inspected the unit and the function of the equipment was tested according to the requirements specified by the factory. After the test, all functions met the requirements specified by the factory, and the test balloon was connected for simulation test. After the test, no alarm phenomenon occurred and it was delivered for use.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).